Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey, one patient experienced delayed wound healing which was wound separation. Two patients experienced fibrosis which was fibrotic tissue. Two patients experienced foreign body sensation which was thickened tissue.